Event description:
The customer complained that a spark sound and smoke came from the accessory receptacle of the bed.

Manufacturer narrative:
The technician concluded that smoke came from the accessory receptacle of this bed. Other pieces of equipment on the same floor, also sparked and began smoking around the same time. No determination could be made as to what caused multiple pieces of equipment on the same floor to short out. The technician replaced the accessory outlet, which resolved the issue. The bed is operating normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.